Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an intraluminal leak was confirmed and determined to be manufacturing related. The product returned for evaluation was one 6fr tl powerpicc solo catheter. The returned unit was leak tested by pinching the distal end of the catheter shut and flushing water through each lumen. During testing, an intraluminal leak was observed between the white and red lumen. Further leak tests were performed by shutting the catheter off at different locations along the tubing. These tests found that the leak was occurring within the molded joint. The molded joint was bifurcated for microscopic inspection. A longitudinally aligned tear was observed on the catheter wall between the white and red lumen. The white lumen was found to not have a uniform quarter round shape as is typically seen in triple lumen configurations. Instead, one of the flats sides of the quarter round shape was raised forming a peak, indicating that it had been misshapen during manufacturing. It is likely that the malformed lumen allowed an aperture to form on the wall between the two lumens.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a 6fr triple lumen power PICC solo experienced some sort of communication between lumens. Tpn infusing in red lumen but then came back up white lumen. No other information provided, at this time.